Event description:
Customer reported the joystick is not working. No patient injury was reported.

Manufacturer narrative:
The ge rep evaluated the system and could not duplicate the reported problem. System operates as intended.